Event description:
The customer went to the hospital due to a high reading on the device. Customer had taken insulin every fifteen minutes to decrease the glucose. At the hospital the blood glucose level was 238 mg/dl on their meter. Customer was hospitalized for four days until the glucose was stabilized. Customer was given an IV and insulin. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.